Manufacturer narrative:
Batch review performed on 01 september 2020: lot 153417: (B)(4) items manufactured and released on 07-aug-2015. Expiration date: 2020-09-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 4 years and 5 months after primary surgery, reporting pain due to aseptic loosening of the stem. The cause of the loose stem is unknown. The surgeon revised the head, stem, and liner. The surgery was completed successfully.